Event description:
The pt underwent therasphere treatment to the right lobe of their liver in 03/01 and received 140 gy. In 04/01, their first cycle of treatment was completed with the left lobe infusion of 157 gy. Both procedures went well and thr pt was discharged to home in stable condition each time. The pt had a good biochemical response to the treatment with cea decrease from 992 ng/ml in 02/01 to 221.9 ng/ml in 07/2001. As cea started to increase (360.5 ng/ml in 09/01), the pt was retreated with therasphere to the right lobe of the liver and received 149 gy during an uneventful infusion in 09/01. Biochemical response was again appreciated with cea decreasing to 134.4 ng/ml in 12/01. CT scan from 10/01 showed some improvement in liver lesions. CT scan from 01/02 revealed marked progression of disease in the liver. The pt expired in 2002. This death is not related to therasphere treatment; it is due to disease progession in the liver.